Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "pseudoaneurysm. What was the original intended procedure? Percutaneous coronary intervention (pci) procedure performed on the middle section of the left anterior descending (lad) coronary artery, 100% occlusion. He was admitted to coronary care unit (ccu) for close monitoring. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known." Additional information was received on 09feb2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was initially achieved using the angio-seal device. The patient was stable. There were not multiple sticks performed to gain arterial access. The puncture site was below the common femoral artery. A computed tomography (CT) scan was performed to diagnose the pseudoaneurysm. Gelfoam intervention was performed to treat the pseudoaneurysm.

Manufacturer narrative:
D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: unknown if the device was explanted. E3: occupation: risk manager. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.